Event description:
It was reported that the patient¿s ilet pump underwent a factory reset after the patient was disconnected from the system for multiple days, and the health care provider encountered a pairing failure when attempting to enter weight because the dexcom g7 would not pair with the pump; the g7 was confirmed to be paired to a separate receiver, and after toggling settings from g6 to g7 the sensor began pairing, with education provided that the g7 cannot connect to a receiver and the pump simultaneously. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or required medical intervention. Investigation included remote troubleshooting and education with review of alerts indicating a pairing failure. Investigation of this case revealed a communication incompatibility due to the g7 being actively paired with an external receiver, which prevented concurrent pairing to the ilet until settings were corrected. It was concluded, based on previously established findings for similar reports, that the cause was user setup and connectivity configuration with a compatible device rather than a device malfunction.